Manufacturer narrative:
The insulin pump was received with blank display due to faulty connector on interface board. No high pitch sound or thumping noise noted during testing. We were unable to verify error alarm or unexpected restart error alarm due to blank display. After fixing the blank display, all the buttons functioned properly and no moisture damage on keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked belt clip slot at battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including loose drive and unexpected restart. The customer's blood glucose reading was 179 mg/dl at the time of incident. Troubleshooting found that the alarms are reoccurring during normal use. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.